Event description:
The account stated that the cell-dyn 3700 sl analyzer generated platelet results of 8,370/ul, 20,100/ul and 8,080/ul on the same patient sample. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: no device evaluation performed, customer refused service. Inconclusive, no device evaluation performed. An investigation was conducted to find out the root cause of this issue. Information received on (B)(6) 2009 stated that when the field service engineer contacted the customer for repair estimate, the customer confirmed that there was no problem with the data and decided to continue using the instrument and refused the service visit. The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, under section 10, trouble shooting guide, pages 10-27 through 10-28, provides instructions for problem identification, problem isolation and corrective action. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) for the period of (B)(6) 2007 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 3700, list number 2h31-01 for the reported issue. (B)(6) 2008 through (B)(6) 2008 reports have been evaluated and no potential adverse trends have been identified. Based on the investigation, no product issue was identified for platelets scattered and poor reproducibility on the cell-dyn 3700 instrument. There was no systemic issue for the cell-dyn 3700 product line as well. This is a final report.